Event description:
A 2 level prodisc-l implanted in 2008, at l4-s1. Patient complained of pain, and post operative film revealed bone fragment at l5-s1, believed to be impinging on nerve root. No additional information available related to details of bone fragment. Bone fragment removed from posterior approach six days later, implants left in place. This is one (1) of two (2) reports submitted on this event.

Manufacturer narrative:
The following two (2) lot numbers were reported. It is unknown which lot number was at the level of the bone fragment. Lot number: 5491512; expiration date: 03/29/2010. Manufacture date: 04/28/2008. Lot number: 5711696; expiration date: 03/17/2010. Manufacture date: 05/16/2008. Device was not explanted. Bone fragment removed in 2008. Investigation could not be completed; no conclusion could be drawn as no device was returned. Review of the manufacturing records has been requested.